Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer boots normally to the application screen. Camer could be connected multiple times during testing. The computer has a broken processor fan clip. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The broken fiber optic cables and transceiver were repaired but there was no communication with the camera. The representative bypassed the communication chain and the camera connection was restored. The representative tested functionality of all fibers and replaced both transceivers and communication was resolved. Once communication was fixed the camera would constantly cycle. It was noted that the camera and scu firmware did not match. The representative updated the firmware and the issue was resolved. The transceiver and io panel were returned for analysis. Functional testing determined that both components were functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that camera was showing that their was no communication.